Event description:
It was reported that, prior to a ureteroscopy procedure, a break occurred in the fiber body outside of the working channel; light was seen exiting the break in the fiber. The procedure was completed using an alternate devie. There were no patient complications.